Event description:
It was reported that the patient with this remote communicator of this device displayed a red call doctor icon. Currently, this product remains in service and no adverse patient effects were reported.